Manufacturer narrative:
Correction: section d6b. The explant date of (B)(6) 2025 should have been included rather than left blank.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and far r oversensing. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and far r oversensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. The lead was returned with the helix retracted and clogged with blood/tissue. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification.

Event description:
It was reported that the right atrial (ra) lead exhibited failure to capture and was oversensing ventricular signals. Fluoroscopy was performed, and dislodgement of the ra lead was confirmed. The physician elected to explant and replace the ra lead. During the procedure, the implantable cardioverter defibrillator (ICD) set screw was unable to be tightened when attempting to plug in the new ra lead. The physician explanted and replaced the ICD as well. The patient condition was stable.